Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 4194, implantable pacing lead, implanted: (B)(6) 2009; 5076, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was experiencing high thresholds and no capture. The lead was to be explanted and replaced. During the replacement procedure, after the device was removed, it was noted that both the lv and right ventricular (rv) leads had an apparent fracture, and that the leads were all "jumbled up in the pocket." The lv and rv leads were then capped, and were later explanted and replaced. No patient complications have been reported as a result of this event.